Manufacturer narrative:
The values generated with elecsys and tosoh are above the reference range of the respective assays. The result measured with abbott architect is around the upper reference range border. A general reagent issue can be excluded. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. The investigation did not identify a product problem.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The investigation is ongoing.

Event description:
The initial reporter complained of questionable elecsys ft4 iii assay results for 1 patient sample on a cobas 8000 e 801 module serial number (B)(4) and a cobas 8000 e801 serial number (B)(4). The customer's result on serial number (B)(4) was 1.92 g/dl. The result on the tosoh was 2.08 ng/dl. The result on the architect was 1.46 ng/dl. The outsourcing architect result was 1.47 ng/dl. The sample was provided for investigation where it was tested with serial number (B)(4) on (B)(6) 2021 and the result was 1.73 ng/dl. The customer reported the results outside the laboratory. The ft4 reagent lot number used by serial number (B)(4), by the customer, was asked for but not provided. The ft4 reagent lot number used by serial number (B)(4), by the investigation team, was 483198. The expiration date was june 2021.